Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. During the establishing final arm angle step, tissue damage was observed on the posterior leaflet. The clip was then deployed, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.